Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the distal end of the trocar was broken and gouged. The circular seal <(>&<)> envelope seal appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouged and broken distal end of the trocar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaw of the device was bent. They were trying to remove the stapler and it caught on the trocar, then the distal end of the trocar cracked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received during a bariatric procedure, both device "crotch" of the jaw was bent, they were trying to remove the stapler and it caught on the trocar, then the distal end of the trocar cracked. Patient was discharged from the hospital. A new device was used to resolve the issue. No adverse events reported.